Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, product type: lead. Product ID 3389s-40, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that impedances were taken multiple times and the ranges included 1700 to > 40,000, which moved as the healthcare provider (hcp) changed the lead position. The lead and twist lock cable were already changed prior to notification. The hcp noted when placing the lead things felt different, and wondered if air could be in the cannula. Once the lead was repositioned impedances within acceptable ranges were obtained but were out of target. The hcp is going to place another lead. Additional information received later on date notified reported that intraoperative impedance testing showed right open circuits > 40,000 at 0<(>&<)>1, 0<(>&<)>2. The twist lock cable and lead were replaced with same results. The left was tested with normal results, so the right lead was replaced with same open circuit results. Once the lead was moved more superior impedances improved to 19,000, and 18,000. The lead was removed, reinserted, and re-tested with normal impedances found. The hcp believes this is the result of an air pocket at target site which resolved with re-insertion. The issue was resolved at the time of the report with patient status of alive - no injury. Indication for implant is unknown.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va18ynq, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va1884g, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances on the left side that were seen during the stage 1 intraoperative testing was resolved when the lead was repositioned. It was also confirmed that only two leads were used and none of them were discarded.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.